Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they visited the emergency room after which they were hospitalized on (B)(6) 2021 due high blood glucose of 519 mg/dl. Customer was treated for high blood glucose with manual injections and insulin drip. Customer also reported that insulin pump was in use within 48 hours of reported high blood glucose event. Customer was performed displacement test and it was passed. Customer also reported that the auto mode feature was not in use at the time of the high blood glucose event. Insulin pump will not be returned for analysis.